Manufacturer narrative:
(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a clinical study that during surgery there was "uneven skin removal." No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: date of report, date rec¿d by manufacture, device evaluated by MFR. Corrected: device available for evaluation. The customer returned an electric dermatome device for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated the electric dermatome initial qa inspection of the electric dermatome by zimmer biomet china revealed that the motor was running below motor speed specifications at 4,850 rpm. The control lever torque testing was not performed. The device was out of calibration at all four settings. Repair of the electric dermatome was performed by zimmer biomet china which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, needle bearing, ball bearing and motor. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the device was inoperative during initial inspection. The root cause of the device was removing skin unevenly cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.